Event description:
It was reported that this shaver handpiece stopped working during a procedure. There was no report of injury or surgical delay. The procedure was completed with an alternate device.

Manufacturer narrative:
Investigation findings: the product was received and evaluated. The reported problem was confirmed. Further investigation found the handpiece to have the potential to activate on its own. A design change has been implemented for this failure mode. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.